Event description:
It was reported that patient had infection with one of the first percutaneous leads that was placed. The lead was only internalized for several days and was replaced with another lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot # n0029713, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), product type programmer.